Manufacturer narrative:
Investigation: visual inspection revealed that the delivery tube was returned separate from the loading device. The tension spring assembly was inside the delivery tube and seal was extended outside the tube. The seal had been completely unraveled. The green slide lock and the white plunger were depressed on the delivery device. There was slight evidence of blood on the device. Based upon the received condition of the device, the reported complaint "seal did not load properly" could not be confirmed as the seal was received deployed so it may have been loaded properly and then deployed by the user. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal did not load properly. The complaint form stated "from loader, proximal seal was not separated properly." A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.